Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The rv outputs were increased to ensure capture. No additional adverse patient effects were reported. The lead remains in service.